Event description:
Customer alleges that v-fault message appeared. No reported pt involvement. Service rep was unable to duplicate reported condition. Device was repaired and proper operation confirmed.